Event description:
Medtronic continuous glucose monitor and insulin pump (530g) failures. Repeated sensor failures since (B)(6) 2019; causing incorrect or missing glucose readings, resulting in extremely high blood sugar (>300) and low blood sugar (<70). This resulted in pump alarms that could not be silenced, causing stress and sleep disruption, further elevating blood sugar elevation. Finally, the pump motor failed on (B)(6). Medtronic refused to return my original pump (medtronic paradigm), which was better functioning than the new pump. Medtronic knows of these issues, as they have a dedicated option on their phone voice response unit to replace faulty units. FDA safety report ID# (B)(4).